Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. Upon removal from the packaging, the neuron catheter was found broken at the distal end and was not used.

Manufacturer narrative:
Correction to date of this report : 5/17/2015

Manufacturer narrative:
The neuron delivery catheter 070 (neuron 070) was fractured approximately 7.5 cm from the distal tip. The complaint has been evaluated. The complaint indicated that upon removal from the packaging, the neuron 070 fell apart and was not used. Evaluation of the returned device confirmed a fracture in the distal shaft. This type of damage typically occurs due to improper handling during removal from packaging. If the neuron 070 is manipulated forcefully or at an angle during removal from the packaging, the shaft may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.